Event description:
Customer reported, he was inserting the sensor and the needle broke off in the skin. Customer's blood glucose was 186 mg/dl. Insertion was in the abdomen. Customer reported the inserter was not releasing the sensor as a significant event that may have lead to the fracture. Customer stated his mother was able to assist in removing the needle but believes the cannula was stuck inside. Customer stated he was able to properly insert the sensor when he was at training and wore the sensor for a week. Then on (B)(6) 2014 customer attempted to insert a new sensor and was unable to insert the sensor, it occurred with two sensors. Customer reported the inserter does not release at the second press and makes a squeaky noise. Customer's blood glucose was 113 mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See MFR report number 2032227-2014-67109.